Event description:
It was reported that hub separation occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "customer reported the nexiva 20g angiocatheter is falling apart (hub comes out)."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received a 20ga nexiva unit within an open package from lot number 9067939. The extension tubing of the unit received was disconnected from the winged adapter. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Corrective actions have been initiated to monitor the reported issue. DHR was performed and no reject activity associated with the lot number provided was found.

Manufacturer narrative:
The additional information is as follows: d.4. Medical device lot #: 9067539. D.4. Medical device expiration date: 2022-02-28. H.4. Device manufacture date: 2019-03-08.

Event description:
It was reported that hub separation occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "customer reported the nexiva 20g angiocatheter is falling apart (hub comes out)."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separation occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "customer reported the nexiva 20g angiocatheter is falling apart (hub comes out)."